Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: investigation summar the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found the active tip detached. The power cord and suction tube were cut by the customer and were not returned for evaluation. The shaft and handle did not show any signs of damage. The tip fragment was returned for evaluation. The electrode will be sent to the manufacturer for further evaluation. A visual inspection of the device was performed by the manufacturer; as a result, device was not received in its original packaging, carton only, the active tip was missing, residue around and within the tip. The handle had a few residue stains. The suction tube and cable both cut around 15 cm. The wires of the device were stripped back in order to conduct the electrical test. The active continuity was conducted against the active suction tube, due to lack of active tip. The initial complaint stated that ¿during the operation, noted tip of the device metal piece was fell off¿. Visual inspection confirmed the lack of active tip on the device. The device as presented showed that the active tip was missing with evidence of erosion on both sides of the active suction tube. The plug cable and suction tube had been cut. The wires of the cable were stripped back to conduct electrical tests. The tests that could be done were passed. The functional test could not be conducted due to the plug and suction tube being cut. The customer complaint of tip detachment can be substantiated. Complaints of a similar nature were investigated under previous CAPA for tip detachments. The most probable root causes for this failure as mentioned in CAPA are as follows: a) the weld bridge on active suction tube does not provide sufficient weld material and retention. B) mechanical fatigue due to stress corrosion pitting / corrosion and due to welding process. C) misuse, (e.g. Extended activation or overloading of mechanical forces). The product instructions for use (IFU) cautions - electrodes will wear from normal use, dependent on factors such as length of use, high tissue removal rate, prolonged use against bony surfaces, prolonged use in saline, high power settings, and use with minimal suction or fluid management. Periodically assess electrode tip for wear and proper operation. Replace the electrode if excessive wear is noted. The overall complaint was confirmed as the observed condition of the vapr clplse90 electrode w hand cntrls would have contributed to the complained device issue. Based on the investigation findings, the potential cause for the device observed condition could be traced to the procedural variables, such handling of the device or product interaction during procedure: it is possible that mechanical forces were applied to the active tip which are greater than the design specification. This product issue will be addressed through supplier quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review a manufacturing record evaluation was performed for the finished device u2504007, and no non-conformances were identified.

Event description:
It was reported that during an arthroscopy procedure the metal tip of the vapr clplse90 electrode with hand controls fell off. It was not reported if there were any delays to the surgical procedure. It was reported that a spare device was used to complete the surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: e1: the reporter¿s complete facility address was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly.